Event description:
The following information was reported: during pullback, the balloon popped due to a lot of pressure applied to the balloon. They believe the sheath was kinked. They removed the device and converted to manual pressure for 20 minutes. The patient was not hospitalized. Date of occurrence: approximately 2 weeks from (B)(6) 2015.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided by the user facility, the balloon loss of pressure may have been due to excessive pressure applied to the balloon. It was reported that the deployer believes that the sheath was kinked. Damage to the distal end of the introducer sheath could cause a puncture of the balloon, resulting in a loss of pressure. However, the device and sheath were not returned for investigation; therefore, the reported event could not be confirmed and the root cause could not be conclusively determined. (B)(4).